Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The u708, u728, and esd700 components on the distribution node pca were shorted. The damage was caused by high-voltage traveling to low-voltage circuitry on the distribution node pca. The root cause for the high-voltage traveling the low-voltage circuitry could not be positively identified.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (delivered monophasic pulse) is being investigated. A root cause investigation is underway by engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt delivered a monophasic pulse.